Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 1627487-2020-01534. Related manufacturing report number: 3006705815-2020-00657. It was reported that the patient underwent a full scs system explant. The patient told the rep that the system was not working. No other information is known.